Manufacturer narrative:
The reported events were high pacing impedance and unable to implant. As received, a complete lead was returned in one piece. The reported event of high pacing impedance was not confirmed. Complete x-ray examination and electrical testing of the lead did not find any indication of conductor fracture. S-curve was measured to be within specification. Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure the patient's left ventricular (lv) lead had high pacing impedance and was unable to be inserted into their blood vessel. The physician elected to use another lv lead to successfully complete the procedure. The patient was in stable condition.